Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the left lead to extension connector site. Surgical intervention was undertaken, and the left system was explanted.

Manufacturer narrative:
Patient weight is estimated. An infection at the lead site was reported to abbott. Surgical intervention was undertaken, and the left system was explanted. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.